Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012, the patient presented for pre-operative assessment. She underwent x-rays of lumbar spine. Impression: degenerative changes. (B)(6) 2012, the patient was admitted with pre op diagnosis of lumbar degenerative disk disease, l4-s1. Following procedures were performed on the patient: 1) posterior lateral pedicle screw instrumentation, l4-5, l5-s1. 2) lumbar arthrodesis, l4-5, using compression resistant matrix, bmp and locally harvested bone graft for fusion. 3) lumbar decompression at l4-5. 4) lumbar arthrodesis at l5-s1. 5) lumbar decompression at l5-s1. 6) use of locally harvested bone graft morcelised for fusion. Per op notes "... Pedicle screw instrumentation was begun at l4, beginning with a sharp awl for a starting point, at the base of the transverse process of l4. Once these screws were in position attention was turned to the l5 vertebral body which was instrumented in the same fashion starting with a sharp awl. ... Foraminal compression was done in the same fashion. Construct of locally harvested bone graft, which had been mercerized, bmp soaked sponge and compression resistant matrix was then placed in the lateral gutters, spanning the transverse process of l4 <(>&<)> l5 and the sacral ala, which had been decorticated. Then 60 mm rod was placed into the pedicle screws. The screw caps were placed. The cap guides were removed. Patient was extubated without complication." It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.